Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: partial hip revision surgery (head, cup and liner) occurred 7 months after primary cementless total hip arthroplasty. Radiographic image provided shows acetabular component mobilization. Primary cup position cannot be assessed as no immediate postoperative x-ray is available. No conclusion can be drawn on the basis of information received. Batch review performed on 11 december 2018: lot 134533: (B)(4) items manufactured and released on 22-nov-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to instability 7 months after primary which was caused by the cup becoming loose inside of the acetabulum. The surgeon revised the head, cup and liner and the surgery was completed successfully.